Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. It was found that the motor drive unit was misaligned and that the disposable hand piece could not be attached to the unit. No specific case details were known, and no adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.